Manufacturer narrative:
Visual analysis of the returned device identified the weight was to the spec, a deformation, and a crease fold. Cloudy and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.